Event description:
A nurse reported that knives were not sharp enough during surgery, but there was no impact to the patient.

Manufacturer narrative:
No sample or confirmed lot number has been received. A root cause has not yet been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).